Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the speaker is not sounding well. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer worked with the technical support representative. The device needs a speaker. The philips representative has identified the speaker as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.